Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10. H4: the lot was manufactured between july 07, 2022 - july 08, 2022. Th10: he actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed residual fluid inside the bladder which suggested an undeinfusion occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This was discovered during patient infusion. The device was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.